Event description:
It was reported that the neurostimulator was charged, but would not turn on. The display showed "call your doctor" icon- por. No patient symptoms, treatment, or outcome was reported. The reason for the por was unknown. Additional information has been requested from the healthcare provider, but was not available as of the date of this report.